Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+1.0/076 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and blurred vision. The problem was resolved. The cause of the event is reported as a patient-related factor, "may be cause of the ocular anatomy."